Manufacturer narrative:
Tracking# 49986. Endopath ets: based upon the info received & the visual examination, it was concluded that the returned cartridge had broken towers & a wedge band bypass which caused the instrument to fire improperly. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, & formed the staples within design spec. No conclusion could be reached as to how the cartridge had become damaged.

Event description:
It was reported during a right salpingo-oophorectomy the first firing didn't cut completely across. It stapled ok. Second firing was fine. There was no consequence to the pt.